Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime warnings (cs162). During testing, the rewind, load cartridge and prime steps were performed with no alarms. The pump successfully completed the 24 hour duration test with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked and the audio bolus button cover was torn. The audio bolus button responded appropriately. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.